Manufacturer narrative:
Although the lot number and item number are unknown, it is likely that the complaint product is a bellatek lab designed zirconia abutment. Bellatek zirconia abutments were subject to a recall due to the increase in reported fractured zirconia abutments. A CAPA and hhe were opened against edaz, edazx, and ildexxx abutments. The product associated with this complaint was not returned. The failure of this device is associated with a product recall (z-1215-2014). Additional documentation review is not required. The reported event could not be verified without a returned product. However, the complaint was confirmed due to the findings of the complaint history review. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole. A singular cause cannot be identified.

Manufacturer narrative:
Device brand name unknown / not provided. Device product code unknown . Device product and lot number unknown / not provided. The 510k # not provided / unknown. Device not returned to manufacturer.

Event description:
The doctor indicates that a zirconia abutment (unknown item number) had fractured at tooth site #10.